Event description:
It was reported that the pump exhibited an alarm for the syringe is not in place. There was no report of any patient injury.

Manufacturer narrative:
No information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached to complaint object: no patient involved, occurred while performing preventive maintenance. H6: event problem and evaluation codes: updates not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d1: correction: brand name: medfusion correction: model number: 3500. Correction: device manufacturing date: 29-jan-2010.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals are missing upon receipt with cracked top case corner, bottom case by the l-bracket, right plunger and battery door. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as a chip appeared to have been soldered onto the board incorrectly with its position too low, below the contact pads. Root cause of the reported event is unknown and unable to determine the source of the damage. Replaced the plunger board, performed power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.